Manufacturer narrative:
(B)(4)

Event description:
It was reported that signal loss occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
G2 = correction. H2 = correction.